Manufacturer narrative:
The handpiece cord was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece cord caused an attached handpiece to continue to run on its own during an intraoral vertical ramus osteotomy. The case was completed with another device. There were no adverse consequences reported as a result of this event.